Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels (462 mg/dl), and diabetic ketoacidosis. Troubleshooting was performed and pump passed delivery system check. Customer was treated with intravenous insulin and dextrose infusion, and customer is expected to be released on (B)(6) 2015.